Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated that the patient fell asleep unexpectedly and when the patient¿s parents tested his bg they saw that it was at 42 mg/dl while the system displayed 72 or 77 mg/dl. She stated that the patient was incoherent when they woke him up and that they began treating him with candy to raise his blood sugar. The patient¿s mother stated that she called the children¿s hospital to see if the patient would need to be hospitalized, and that it was a close determination, but they were able to adequately treat him at home. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.